Manufacturer narrative:
(B)(4).

Event description:
Product analysis was completed on the generator and lead. Upon interrogation, it was noted that the generator was at ifi = yes. The output of the generator was monitored for more than 24 hours and there were no variations observed with the output signal. The generator performed to functional specification. Upon review of the internal generator data during product analysis, it was revealed that high impedance was observed. The high impedance is reported in mfg report #1644487-2017-03688 as there is no indication that the high impedance is related to the patient¿s passing captured in this report.

Event description:
The explanted lead and generator were received by the manufacturer. It was not clear where or when the devices were explanted. Further follow-up with the physician's office found that the patient had passed away. However the facility would not provide any additional information about the patient's passing including date or cause of death. No additional relevant information has been received to date. The received generator and lead are currently pending product analysis.